Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a gastroscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.